Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include cramping and inability to walk. The patient was treated with manual insulin injections. The patient was released after 8 hours. The pod was removed from infusion site (abdomen) and discarded at the hospital.